Event description:
The user facility reported to "terumo cardiovascular system that during cardiopulmonary bypass surgery, they were unable to achieve the pressure they desired using the cp 50. The product was not changed out. There was no harm to pt. There was no delay in the surgery. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).